Manufacturer narrative:
9/15/2015 integra investigation complete, method: failure analysis, device history evaluation. Results: failure analysis - the blades are slightly scratched. Device history evaluation - no nonconformity for this lot. Conclusion: the instrument is compliant with the manufacturing specifications. The cause of the reported incident is a contact between the metallic part of the instrument and the hand of the surgeon through porous gloves, at the same time than a contact with the monopolar plaque through the patient (or through the operating table, if the patient is not isolated from it). Double gloving is recommended for every electrosurgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The surgeon was burnt on the right hand during the use of scissors. 3 of 4 related complaints.